Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe had foreign matter. The following information was provided by the initial reporter: avoir integrated products is a aeronautical manufacturer. We are using your 10ml syringes to measure precise amount of adhesive. We noticed some lubricant on the tip of the rubber stopper. We encounter some contamination somewhere in our process and are investigating what could be the source. We noticed that there is a lubricant on the tip of the rubber stopper. Can you provide us what type of lubricant it is?

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. Unfortunately, a lot number could not be submitted for this complaint and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Additionally, two photograph were provided to aid in evaluation and investigation. Visual analysis of the returned photographs was not able to confirm the presence of excess silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is integral to the syringe, enabling it to perform as required in various clinical applications, and does not present a safety or efficacy issue nor impact product function. No reports of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant are known. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured in trend reports and monitored. Our business regularly reviews collected data to identify emerging trends.

Event description:
No additional information was provided.